Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found that the reamer failed during torsional overload.

Event description:
It was reported that patient underwent a procedure utilizing a bullet nose reamer in 2009. During the procedure, the reamer fractured, and a piece had to be retrieved from the patient. This extended the surgery by three hours.